Event description:
It was reported that the customer's blood glucose went up to 600 mg/dl. It was stated the infusion set tubing was possibly kinked or occluded. The date of this event was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.